Event description:
It was reported that this pacemaker system exhibited a right auto threshold test above programmed amplitude or suspended. The system is currently working at high capture thresholds and capture is intermittent. Technical services (ts) was consulted and noted low evoked response, reprogramming options were recommended. This pacemaker system remains in service. No adverse patient effects were reported.